Event description:
It was reported that when using the bd pyxis¿ medstation¿ es site was experiencing a network issue and staff were attempted to place stations into critical override mode. However, the user was only able to successfully enable critical override on two stations (pacu-op and pacu-ip). When attempted to enable critical override on the remaining stations, the user received an unexpected data constraint error occurred message. As a result, the affected stations could not be placed into critical override mode.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the site was having network issue, but the user was able to turn on critical override for 2 stations. A technical support specialist (tss) connected to the server and followed the relevant knowledge article "cannot enable critical override at a station; unexpected data constraint violation" to troubleshoot the issue related to enabling critical override at the station. The tss performed the required checks and corrective actions as per the procedure. The tss confirmed with the customer that the issue had been fully resolved and obtained approval to proceed with case closure. The system functioned as intended after technical support specialist troubleshot the device.